Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (system 2), is related to case with patient identifier (B)(4) (system 1).

Event description:
It was reported the customer received the following results, with two different performa meters, within 10 minutes: 60 mg/dl (system 1) and 350 mg/dl (system 2). No adverse event reported. The test strip lot number (474796) was used, but it is unknown which meter these strips were used with. It is unknown if the same test strip vial or different lot number of test strips were used for both meters. No further information was provided. Return of the suspect device was requested for evaluation.